Manufacturer narrative:
Report not confirmed for em200. Evaluation could not reproduce the reported malfunction as the temperature rise was within specification at 21°f. Report confirmed for aa10. The device was tested and the max temperature was measured to be 170°f. The likely cause was identified as inadequate preventative maintenance. It was also noted that the laser markings were faded and the color band was dented. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. The preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. The aa10 has been in use for approximately 74 months with no record of factory service during this period. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of motor, cable and attachment were too hot handle and the motor has losing power. No patient impact reported. Repair request escalated to a product event based on reason for return and due to customer indication that this report is a complaint. It was also noted that the em200 product was returned in less than 90 days from purchase or repair. On follow-up, it was confirmed that there was no patient or staff impact.